Event description:
It was reported that the operator did not extend/retract the helix of the lead prior to insertion into the vein. Then on attempting to deploy the helix, the operator noted that the radiopaque gap at the lead tip did not close and the lead impedance was high. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.